Event description:
The pt said that "sometime last week" he became very ill, possibly from "a lack of insulin". He said that he was unresponsive and his wife had to call the paramedics. He declined to provide any specific blood glucose results or any further information on the event. He said that he would mention it to his diabetes educator, who he was planning to meet with the next day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia and loss of consciousness. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to low blood glucose. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider" and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, sever hypoglycemia can cause seizures or lead to check your bg level to confirm" and "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg): at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed."